Event description:
On (B)(6) 2010, a company representative reported receiving e4 (occlusion) errors while bolusing. He disconnected from the infusion site and bolused without error. He was advised to change the infusion site. Upon follow up with the patient on (B)(6) 2010, he stated he changed the infusion site and found the cannula was bent. The infusion site had been in place for 3 days. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for evaluation.